Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 0.9 and 1.5. The time between testing was 1 hour. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.